Event description:
It was reported that during routine follow-up, upon interrogation the left ventricular lead exhibited loss of capture. A fluoroscopic examination confirmed that the lead had dislodged. Lead reposition procedure would be scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.